Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 6935m implantable tachy lead (B)(6) 2013; 4076 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial lead had high impedance due to the lead pin not being advanced past the set screw of the device. The lead was seated properly in the device and both the lead and device remain in use. No patient complications have been reported as a result of this event.